Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product code: (B)(6). (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this is for a reported event of a broken screw intra-op and the screw shaft left in the bone. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with good bone quality, underwent surgery for a left femur fracture repair on (B)(6) 2016. The reason for the fracture is unknown. As the surgeon was drilling a screw into the plate, the head of the screw broke off. The fragment was retrieved and the shaft of the screw was intentionally left in the patient. There was no delay in surgery. The patient was implanted with a 14.0mm left femoral plate and an unknown number of screws. The remainder of the surgery was uneventful and the patient was reported as stable. This complaint is for one device. Concomitant device: femur plate (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).